Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11: h11: the one (1) actual device was provided for evaluation. The sample was returned in wet condition with twist clamp in closed position, without the silicone tubing. A visual inspection by the naked eye observed the silicone tubing was separated from the twist clamp. The reported condition was verified. The direct cause of the separation could not be determined. However, a potential cause may have been a strong tug on the tubing. This is because the assembly between the tubing and twist clamp (dark blue female connector and main body assembly) is a friction fit and not a solvent bond. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the silicone tubing detached from the white twist clamp of the minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.